Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as naproxen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes") and weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("bacterial infection"), abdominal pain ("upper and lower abdominal pain"), back pain ("lower right back pain") and bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). The patient was treated with surgery (to remove the essure). Essure was removed in 2015. At the time of the report, the pelvic pain, female sexual dysfunction, bacterial infection, bladder disorder, urinary tract disorder, dyspareunia, weight decreased, alopecia, abdominal pain, back pain and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bacterial vaginosis, bladder disorder, dyspareunia, female sexual dysfunction, pelvic pain, urinary tract disorder and weight decreased to be related to essure. The reporter commented: after placement, there were 15 coils protruding from the ostium on the right and 5 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Ultrasound scan vagina - in 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received, event added: bacterial vaginosis. Events onset date added. Concomitant drug added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial infection ("bacterial infection"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight loss"), alopecia ("hair loss"), abdominal pain ("upper and lower abdominal pain") and back pain ("lower right back pain"). The patient was treated with surgery (to remove the essure). Essure was removed in 2015. At the time of the report, the pelvic pain, female sexual dysfunction, bacterial infection, bladder disorder, urinary tract disorder, dyspareunia, weight decreased, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, dyspareunia, female sexual dysfunction, pelvic pain, urinary tract disorder and weight decreased to be related to essure. The reporter commented: after placement, there were 15 coils protruding from the ostium on the right and 5 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "apareunia (inability to have sexual intercourse), bacterial infection, bladder problems or change, urinary problems or changes, dyspareunia (painful sexual intercourse), hair loss, lower right back pain, upper and lower abdominal pain, did not undergo an essure confirmation test" were added. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.